Event description:
No additional informaiton provided.

Manufacturer narrative:
1. The customer returned 2 photos, no defective sample. The photos show that the sleeve stopper of the prn is separated from the bottom housing. 2. DHR/bhr revie lot 2314753. 1-this batch of products were assembled at intima ii auto line 3 in november 2022, and packaged at r240 package line in november 2022. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Take the retained sample of this batch for relevant functional testing: 1-45psi leakage test is performed, no leakage is found, and no abnormality is found on the prn. 2-prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing) is carried out, and the test result is within the product specifications. Please see attachment for the test reports. 4. The prn is only suitable for normal pressure (i.e., less than 45psi, 300kpa) infusion. High pressure injection can cause damage to the prn. 5. (B)(6) is an intima ii product, which has not been declared to be used for high-pressure injection. The intended use for the bd intima ii product is the intravascular administration of fluids. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the bursting of the prn is related to the wrong use of the product.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd intima-ii y 22gax1.00in prn/ec slm adapter / connector defective / damaged due to chest pain, the heparin cap burst when the patient was undergoing enhanced CT bolus injection of iohexol injection. Because it was discovered in time, there were no consequences and the heparin cap was replaced in time.